Event description:
Same case as MDR ID 2134265-2013-08322. It was reported that the rotawire became separated. The target lesion was unknown. A 1.75mm rotalink burr and a ex support rotawire were selected for a percutaneous coronary intervention with rotational atherectomy. It was noted that the burr stalled and the mid part of the rotawire became separated. This occurred outside the patient during platforming. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A connect/disconnect test and tug test were carried out. No issues were noted with the unit¿s handshake connector during the connection of the device. An attempt was made to load a test guidewire onto the returned unit. Resistance was met in the annulus of the burr. The burr was microscopically examined and it was observed that the burr annulus was found to be was damaged/flared. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. - the most probable root cause has been determined to be use/user error as the dfu states: ¿complications associated with the guidewire includes distortion, kinks, and fracture.¿ never advance the rotating burr to the point of contact with the guide wire spring tip. Such contact could result in distal detachment and embolization of the tip. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-08322. It was reported that the rotawire became separated. The target lesion was unknown. A 1.75mm rotalink burr and a ex support rotawire were selected for a percutaneous coronary intervention with rotational atherectomy. It was noted that the burr stalled and the mid part of the rotawire became separated. This occurred outside the patient during platforming. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is stable.